Manufacturer narrative:
(B)(4). Concomitant medical products: unk liner, unk cup, unk stem. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03255. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to multiple dislocations of the right hip. However, no revision has been reported to date. No additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.